Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation, however, the physician concluded it was a pt related condition.

Event description:
Medtronic received info that this bioprosthetic valve was abandoned after implant due to severe paravalvular leak. It was reported that this pt had very friable tissue which was heavily calcified. The implant was a tight fit and while the surgeon was attempting to tie behind the stent post, a suture pulled through the annulus/calcium. The surgeon tried several different suture techniques, closed the aorta and took the pt off pump to observe the valve function. A severe paravalvular leak was observed on transesophageal echocardiogram. It was thought that due to the friable tissue, tight fight, and profile of the valve (in relation to this pt's anatomy), the surgeon was not able to get the knot to secure all the way. The valve was removed and replaced with a non-medtronic valve. There were no adverse pt effects reported. The surgeon did not feel this was an issue related to the valve; but was related to pt anatomy.